Event description:
It was reported that a physician in-training in the use of the prostar xl device successfully completed closure of the common femoral artery after an interventional procedure. Reportedly, marking was successful, and the handle of the device was rotated counter-clockwise and the handle was pulled straight back from the hub to deploy the needles. Once the handle was pulled back, the needles were not visible and the hub was flushed with saline. The needles were seen and the first needle was removed. An x-ray was taken and the second needle remained in the core; however, the physician again gripped the needled tip and the needle was removed. This was difficult because the needle tips were too close to the middle of the hub. The closure site was normal and dry. Additional info received indicated that all the needles were removed and hemostasis was achieved with the prostar device. There was no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the hub, interlock, handle, barrel and sheath normal for a deployed unit. One of the needles was returned in the device and was visible in the hub at the base of the interlock. A 2.5cm portion of the white suture was attached to the needle tip and the remaining suture had been cut away. The returned needle had been pulled out of the sheath and was exposed distal of the hub. The distal face of the hub was examined, and there were no needle strike marks detected to indicate the needles had been deflected during deployment. The marker lumen and the suture lumens had been examined and clamp marks were detected at the proximal end of the marker lumen and on one of the suture lumens. The damage detected with the suture lumens is consistent with what occurs when the suture lumens are clamped during needle deployment. Based on the investigation findings, the probable root cause for the difficulty in harvesting the needles/sutures is due to incorrect technique/procedures. No manufacturing or quality issues were detected. Review of the device history for this lot did not produce any findings relevant to this report.